Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m plus blood collection tubes the two shelf packs of 100 tubes each had green lids mixed with what appear to be blue citrate labels and contain liquid anticoagulant consistent with citrate tubes. The shelf packs were not opened, but from visual observance the product does not match the product description or the color of caps. There is a total of 200 tubes that are affected. The following information was provided by the initial reporter: green barricor lids in sealed shelf pack of blue citrate tubes: customer has reported and returned 2 shelf packs of 2.7ml citrate tubes; each shelf pack contains a single barricor green cap; blue inner stopper not the black barricor one though; without opening the shelf pack both tubes appear to have blue citrate labels and contain liquid anticoagulant consistent with citrate tubes.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd pas received samples and photos were provided by the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m plus blood collection tubes the two shelf packs of 100 tubes each had green lids mixed with what appear to be blue citrate labels and contain liquid anticoagulant consistent with citrate tubes. The shelf packs were not opened, but from visual observance the product does not match the product description or the color of caps. There is a total of 200 tubes that are affected. The following information was provided by the initial reporter: green barricor lids in sealed shelf pack of blue citrate tubes - customer has reported and returned 2 shelf packs of 2.7ml citrate tubes - each shelf pack contains a single barricor green cap - blue inner stopper not the black barricor one though - without opening the shelf pack both tubes appear to have blue citrate labels and contain liquid anticoagulant consistent with citrate tubes.